Event description:
It was reported the patient received inappropriate shocks from the right ventricular (rv) lead. The rv lead had t-wave oversensing and low r-waves. The lead sensitivity was reprogrammed; however the issue was not resolved. The rv lead high voltage portion remains in use and a new rv pace/sense lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.